Manufacturer narrative:
The device was manufactured from october 28, 2019 - october 29, 2019. The actual sample was received for evaluation. Visual inspection was performed which revealed a dark brown particle, measuring 0.20 square mm. The particle was not in the fluid path because it was embedded in the material of the tubing line. The particle was subsequently identified by fourier-transform infrared spectroscopy to be polyvinyl chloride (pvc) which is a raw material of the tubing line. The reported condition of particulate matter was verified on the returned sample. The cause of the condition is related to a supplier manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a particulate matter on the tubing of a large volume infusor. The process step was not further specified. There was no patient involvement. No additional information is available.